Event description:
It was reported that, during a spine procedure, the hexagonal screwdriver with t-handle was used to insert a vas screw and the tip broke off inside the head of the screw. The surgeon removed the screw and the screwdriver tip. The screw was replaced with a new one. Two hexagonal screwdrivers with t-handle were used to complete the procedure. The consultant evaluated the tips of these subject devices after the case and noticed the devices were slightly twisted.

Manufacturer narrative:
Review of the device history indicates no complaint related issues were found. Subject device was received with one tip broken and twisted. The fracture face is homogenous which indicates material conformity and has the typical view of a forced rupture. Subject device passed torsion test during final inspection after manufacturing. No manufacturing related fault could be detected. Complaint disposition was deemed invalid.